Manufacturer narrative:
(B)(4). Although the cassette was not returned for evaluation, the home patient (hp) reported that a supply bag disconnected from the set-up which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during dwell cycle three of six of peritoneal dialysis (pd) therapy. The patient stated that the supply bag became disconnected. The patient would discontinue therapy for the night. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.